Event description:
It was reported that during an anterior and posterior lumbar decompression procedure, the surgeon was firing a clip on the artery when the clip cut the artery. Another applier was used to complete the procedure. It is unknown if there was blood loss. No adverse consequences reported. No additional information is available.

Event description:
Boston scientific crm received information that during a follow up visit, the patient with this device experienced dizziness and tiredness. Interrogation revealed noise causing pacing inhibition greater than two seconds asystole. In addition, abnormal impedance measurements were reported. The issue could not be resolved with reprogramming. This device is included in the crystal timing component failure mode I advisory. Loss of pacing without warning is a symptom of this advisory. A replacement procedure will be performed in the near future and the device will be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results of the mcm20 multiple clip applier found that it was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Although no conclusion could be reached based on the analysis results as to what may have caused the reported event, changes to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Information received indicates the brake will not hold and continue to swivel when in brake.

Manufacturer narrative:
(B)(4).